Event description:
It was reported intermittently that the customer experienced a blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided; cause was unknown. Customer gave a correction bolus via the pump to address bg level for all events. Reportedly, the customer continued to use the pump for insulin therapy.